Manufacturer narrative:
The service is due to be returned but has not been received by the manufacturer yet. Once it is returned, an evaluation as well as a ship/device history record will be forwarded in a supplemental manufacturer's report.

Event description:
It was reported that the radiopaque marker of an accustick introducer system, used for therapeutic purposes in a pt (age and weight unknown), had detached from the introducer sheath into the abdomen. Although several attempts were made to obtain additional details, there is no further info regarding this event.